Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the exact cause of the hemodynamic instability post valve deployment cannot be confirmed. The sapien 3 valve was reported to be well seated and functioning properly. No patient injury was observed during the attempt to restore the patient¿s pressure. In addition to the procedure itself, patient advanced age and comorbidities (ef 45%) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure, a 29mm sapien 3 valve was deployed in a final 80:20 aortic/ventricular (a/v) positon with mild paravalvular leak (pvl). Post dilation was performed with an additional 2cc of volume. Following the post dilation, the patient¿s blood pressure never recovered. No effusions or perforations were observed. No malposition of the valve was observed. Per the physician, the valve was working appropriately and seated well. No leaks were observed. The patient coded for one hour with no recovery of the pressure. The patient expired in the or. The cause of death was reported to be ¿cardiac stand still.¿ at the request of the patient¿s family, no autopsy was performed. No further information is available. The native annular diameter measured 28mm by tte. Mild annular calcification, moderate native leaflet calcification and no aortic root calcification was reported.